Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
32 years ago, the patient had a revision surgery. On the pre-op x-ray, I was able to see that it was an 8 in. Solution stem. That depuy stem is used for revisions. It also looked that the cause for that revision 32 years ago was probably due to a peri prosthetic fx. Most recently, the patient had a revision of the acetabular components only. The recent revision was captured under (B)(4).